Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. A plumset was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, it was reported that the option-lok male adapter of the secondary tubing set was connected to the distal clave y-site of the plumset for the delivery of an unspecified volume of normal saline at a to keep open (tko) rate. No specific details were provided. After an unspecified length of time, it was reported that while the nurse was disconnecting the option-lok male adapter from the clave y-site, the distal tip of the option-lok male adapter broke off and a piece remained lodged inside the distal clave y-site. The customer contact reported that an unspecified volume of normal saline leaked. The tubing sets were replaced. There were no reports of adverse pt effects and no reported delay in therapy critical to the pt. No medical intervention were required. No add'l info was provided.